Event description:
During a ptca procedure, the nc viva balloon ruptured at 6 atms. The number of inflations is unk. The lesion being treated was a calcified, 90% stenotic lesion in the mid lad coronary artery. A terumo introducer sheath and a forte guide wire were also used in the procedure. No pt injuries or complications were reported.